Event description:
Patient admitted to hosp for removal and replacement of left breast implant secondary to capsular contracture, late effect radiation, status post left breast lumpectomy and radiation and right breast equalization procedure using mastopexy and placement of breast implant. Breast implants were intact at time of removal. MFR is unknown. Patient authorized hosp to dispose of breast implants.